Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment was completed as planned, only the movements were slowed. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a c-arm movement issue. Upon troubleshooting, fse found that the issue was with the body sensors on the tube guard. Fse resolved the issue by calibrating the body sensors. Later the issue reoccurred after 20 days, fse again recalibrated the body sensor, which resolved the reported issue temporarily. Again, the issue reoccurred after couple of months and fse replaced the tube cover sensor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was c-arm movement issue, and not operational at all. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.